Event description:
Caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to reach out if any malfunction codes reappeared.